Event description:
The following has been reported: when you try to open the latch, it does not open. In order to open the latch, you need to press the cassette lock release button. A preliminary review of the logs was not possible. The device was returned for the lever arm being locked out. The lockout occurred because the resistor motor lost its home position. The motor was re-zeroed and the lever arm was freed. A mock infusion was successfully performed. No other damage was identified. A new motor will be installed as a precaution. Reporting as a conservative measure for the vr assembly. No adverse effects were reported.